Event description:
Rn was administering sc heparin injection to patient and safety needle did not retract. Rn noticed on removing the heparin syringe that needle was not retracted. Neither rn nor patient were stuck by needle.